Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Investigation complete. Cutter failed at product evaluation/investigation. This report is being submitted as an initial final report submission. Reported issue: on october 15, 2019, it was reported that the device was originally sent in for preventative maintenance but then it was discovered that a repair was needed. During the repair by zimmer biomet (B)(4) it was noted that the device could not properly mesh. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the meshgraft ii by zimmer biomet (B)(4) on (B)(6) 2020 revealed that the cutter blade and side plate failed. Repair of the meshgraft ii was performed by zimmer biomet (B)(4) on (B)(6) 2020 which included replacement of the cutter and sideplate. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the cutter blade and side plate failed and required replacement. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
The unit was originally sent in for pm but later found that it needed repair for unknown reason. The pm was noted during kit inspection. At evaluation /investigation it was found that the device could not properly mesh and the cutter failed, a reportable malfunction. No adverse events were reported as a result of this malfunction.